Event description:
Session records were reviewed by technical support, which suggested that the device exhibits premature battery depletion. The physician will not perform intervention at this time and will continue to monitor the patient by follow-up. The patient was in stable condition.